Manufacturer narrative:
On (B)(4) 2017, the field service engineer (fse) was dispatched and found debris build-up in the main incubator. The fse cleaned and lubricated all three incubators and incubator base plates, checked belt tensions and set screws, verified incubator alignments and ran cup transfer macro 3x w/o error. The fse ran daily maintenance and quality control (qc) without any errors. The aia-2000 was functioning as intended. No further action required by field service. The probable cause of the event, was due to debris in the incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 the customer reported on the aia-2000st sn# (B)(4), an error 4407 incubator. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.